Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead was explanted and replaced due to high capture thresholds. The patient was asymptomatic during testing. The patient will continue to be monitored with normal follow-ups.